Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-05. H6: investigation summary one photo was received by our quality team for evaluation. From the photo, the plunger thumb press was observed to be damaged. Three samples were later received. From the samples, the plunger thumb press was observed to be damaged and broken. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. It was observed that two samples had a damaged thumb press attached to the plunger ribs and one sample had a thumb press has detached from the plunger ribs. The team has investigated different sections of the syringe machine and identified a potential area which could lead to the reported defect. The damaged syringe plunger thumb press could have occurred at the assembly machine. The probable root cause could be due to the plunger stuck inside the guide skirt, due to the plunger poor feeding from the infeed dial. The subsequent plunger might hit against the stuck plunger and eventually causing broken ribs below the thumb press. A sensor will be installed near the guide skirt to detect if the plunger is stuck and communication with the production technicians to raise awareness on the reported defect has occurred. This incident has been added to our database of reported incidents. H3 other text : see h10.

Event description:
It was reported when using the syringe 3ml ls 24g 1in tw, the device experienced a damaged/ broken plunger rod. The following information was provided by the initial reporter. The customer stated: the plunger flange broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 3ml ls 24g 1in tw, the device experienced a damaged/ broken plunger rod. The following information was provided by the initial reporter. The customer stated: the plunger flange broken.